Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: shaft insulation cracked, compromised, broke, or breached (failed insulscan). The failures identified in the investigation is consistent with the complaint record. The probable root causes can be attributed to normal wear, or improper cleaning or sterilization. (B)(4).

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the insulation had been compromised.